Event description:
It was reported that a physician was attempting to use a 2.75mm diameter x 18mm length endeavor sprint rx drug eluting stent to treat a lesion in the cx of a patient. The lesion exhibited 80% stenosis and moderate calcification. The lesion was pre-dilated and the endeavor sprint stent could not pass the lesion. Force was required to advance/remove the devices to/from target lesion. When it was removed from the patient, the stent struts were noted to be damaged. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed (no device or procedural images returned). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology - 80% stenosis and moderate calcification). Failure to follow instructions (force used). Evaluation conclusion: unable to confirm complaint (no device or procedural images returned). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology - 80% stenosis and moderate calcification.) Known inherent risk of procedure (failure to deliver stent and stent deformation). Failure to follow instructions (force used).